Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 43 and 113 mg/dl. Tests were done within 10 minutes. Patient using expired control solution and cleaning meter incorrectly. Patient used the same fingerstick for the blood glucose tests. Patient did not experience any adverse events. No further information has been reported.